Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation a black foreign substance were found around the optical surface after the lens after it was implanted into the eye. Additional information has been requested and received stating the product does not contain anything that is ¿black¿. This maybe due to different lighting aspects, or edge damage and unable to make any other determination since no more details could be obtained.

Manufacturer narrative:
The product was not returned. Viscoelastic was not provided. It is unknown, if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. It was reported, the issue was observed, around the optic. It cannot be determined, if the lens may have been damaged, during delivery. Lens damage may appear dark under certain lighting conditions. No determination can be made without physical examination of the delivery system and the lens. The instructions for use (IFU) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications, during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).